Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged meter inaccuracy began at least 6 months prior to contacting lfs. The patient informed the mss that typical/normal blood glucose readings for her are between ¿115 and 160 mg/dl¿. Beginning in summer of 2013, the patient stated she began obtaining blood glucose readings in the upper 200¿s mg/dl with the subject meter. The patient mentioned when she would test with a friend meter soon after testing with the subject meter, she would obtain results that were 20 to 40 points lower than the result obtained with the lfs device. The patient did not recall specific readings obtained with either of the devices. The patient informed the mss that she manages her diabetes with oral medication (januvia and glipizide). In response to the elevated readings obtained with the subject meter, the patient claimed that she would sometimes take 1 additional pill of glipizide. On an unspecified date/time, after the meter inaccuracy began, the patient reported developing symptom of feeling shaky and treating self with food. The patient confirmed feeling better after treatment. During the follow-up call, the patient could not recall if she had made any adjustments to her medication, diet or activity level prior to the onset of symptom. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was using test strips that were past the expiration date. The patient was advised not to test her blood glucose with expired test strips. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.